Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sponge plug of a 6f exoseal vascular closure device (vcd) could not detach from the device after deployment, resulting in failure to close the right femoral artery. Manual compression and an elastic bandage were used to achieve hemostasis. There was no reported patient injury. The device was used following a coronary interventional procedure for an occlusion of the left circumflex artery (lcx) and the left anterior descending artery (lad). The event was reported to the china national medical products administration (nmpa) as a serious adverse event. Additional information was requested but not provided. The device was not returned as expected.